Manufacturer narrative:
Evaluation summary: no returned products, x-rays or surgical notes are available to study the implantation technique. Patient demographics (build, weight, height and activity level) are unavailable to study the history. Without further information on the surgery and/or return of products/x-rays, a probable cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing pain.